Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst and inflammation nos. In 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea;"), dysgeusia ("metallic tastein mouth"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and abdominal distension ("bloating,"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, fatigue, migraine, headache, nausea, dysgeusia, allergy to metals, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysgeusia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes; on (B)(6)2014: total bilateral occlusion. On (B)(6) 2014, surgical pathology report: clinical diagnosis and history: tubal disease. Gross description: two fimbtiated fallopian lube segments have white metal spring-like devices at the non-fimbriated ends within the lumina consistent with essure devices. Both have small yellow cysts along the outer aspects measuring up to 0.4 cm. Sectioning through both of the fallopian tubes reveals yellow thickened mucus plugging the ends surrounding the essure devices. Otherwise lumina are pinpoint and no masses or lesions are seen. Diagnosis: bilateral fallopian tubes- benign fallopian tubes with paratubal cysts and focal chronic inflammation. Intraluminal essure devices. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received: reporters details added. Event added as migraines / headaches, nausea, nickel allergy,fatigue, weight gain, other injuries: bloating, metallic taste. Lot number added. Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 39-year-old female patient who had essure (batch no. A69941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst and inflammation. On (B)(6) 2013, the patient had essure inserted. In (B)(6), the patient experienced fatigue ("fatigue"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea;"), dysgeusia ("metallic taste in mouth"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and abdominal distension ("bloating,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, fatigue, migraine, headache, nausea, dysgeusia, allergy to metals, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysgeusia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes; on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014, surgical pathology report: clinical diagnosis and history: tubal disease. Gross description: two fimbriated fallopian lube segments have white metal spring-like devices at the non-fimbriated ends within the lumina consistent with essure devices. Both have small yellow cysts along the outer aspects measuring up to 0.4 cm. Sectioning through both of the fallopian tubes reveals yellow thickened mucus plugging the ends surrounding the essure devices. Otherwise lumina are pinpoint and no masses or lesions are seen. Diagnosis: bilateral fallopian tubes- benign fallopian tubes with paratubal cysts and focal chronic inflammation. Intraluminal essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.